Event description:
A report was received that the patient had difficulty charging the ipg. It was reported that the patient was "tasered" which affected the ipg. The patient will undergo a revision procedure for the leads and ipg. Reason for lead revision is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Manufacturer narrative:
Suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Additional information was received that the patient will undergo a lead revision because it was unsure if leads were affected by a non-device related incident.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and splitter were replaced. Malfunction was suspected due to use of taser by the police. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.